Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top teeth have developed 2 cavities and will need a crown and the bottom teeth are sensitive since wearing the aligners. Their teeth appear to be yellow and the whitening device/foam does not help. Patient would prefer in person dentist treatment.